Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) lead exhibited high thresholds, high impedance in various positions and a suspected helix issue. The rv lead was implanted and remains in use. No patient complications have been reported as a result of this event.